Event description:
It was reported that the device was explanted after an implant duration of zero days. On 06/08/2010 (through follow-up with the health-care provider), it was learned that the device was explanted due to aortic insufficiency detected after implanting the valve. The decision was made to replace the valve with a mechanical valve.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow-up with the health-care provider (via fax), a copy of the operative report was received. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.